Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine 20mg/ml at 21.98mg/day and morphine 50mg/ml at 5.496mg/day via an implantable pump. The indications for use were failed back surgery syndrome and spinal pain. The patient presented to the clinic today, (B)(6) 2017 reporting their pump was alarming. When the reporter checked the logs he noticed a motor stall occurred (B)(6) 2016 followed by a tube set (B)(6) 2016. The patient had been admitted to the hospital the week prior to the stall and a CT scan was done approximately (B)(6) 2016 to rule out appendicitis. The patient reported that the pump had been alarming for the last week or two. The patient noticed the pain coming back but stated he had no withdrawal. Troubleshooting was discussed. The reporter re-interrogated the pump and stated that no new information appeared in the logs. It was noted that the patient was between managing healthcare providers so the reporter would discuss the replacement with the healthcare provider who was considering taking on the patient.

Manufacturer narrative:
Refers to the main device, other components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. Updated to reflect the information received on (B)(6) 2017 regarding the explant of the patient's pump b5: updated to reflect the information received on (B)(6) 2017. Updated to reflect the explant date provided on (B)(6) 2017. Updated to reflect the report of a serious injury of a device explant occurring on (B)(6) 2017. Device code (B)(4) and patient code (B)(4) were added to reflect the information regarding the patient's catheter received on (B)(6) 2017.

Event description:
Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the patient's pump was explant on (B)(6) 2017 due to a motor stall. The patient did not report any symptoms, but the pump was alarming. No environme ntal/external/patient factors were reported and the rep was unaware of any diagnostics/troubleshooting that had been performed. The pump connector was also replaced and a portion of the proximal catheter was trimmed because they had scarred into the pump pocket. The patient's status was listed as "alive-no injury" and the issue was considered resolved. No symptoms were reported. No further complications were reported. Additional information received on (B)(6) 2017 from the manufacturer's representative. It was reported that the representative became aware of the patient's pump surgery on (B)(6) 2017 when it was entered on their schedule. It was also reported that no symptoms or product problems occurred that were related to the pump connector and the proximal portion of the catheter being scarred into the pocket. The rep also reported that the pump was sent to pathology after being removed and the rep would be notified when it could be returned for analysis.

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. Analysis of the catheter identified holes in the catheter body that were consistent with user-related damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the troubleshooting performed was interrogation, and re-interrogation hoping to pull it out of a ¿stuck in telemetry¿ mode. No effect. There were no other actions or interventions were taken to resolve the motor stall followed by the tube set. The cause of the motor stall was not known but a visit to an imaging center for a CT scan with possible MRI in vicinity was theorized. No cause actually was determined. The motor stall was not resolved. The patient would discuss pump replacement with their physician.

Manufacturer narrative:
Corrected information: patient code (B)(6) and device code (B)(6) are not applicable for the reportable event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.